Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that during an intraocular lens (iol) implant procedure, a defective lens was noted. There was patient contact. Additional information has been requested.

Event description:
Additional information was received stating the lens was never loaded and the issue was a defective haptic.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).